Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak under the cycler and tubing lines after ending pd treatment. The patient reported receiving an air detected in cassette alarm during drain 3 of 4 and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Fluid was discovered in a puddle on the floor. In a review of treatment data it was discovered that there was also an overfill associated with cycle 3 during treatment. The overfill event was indicated due to drain 3 being 2821 ml, which is 157% of the 1800 ml fill volume. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler. A new cycler was issued. Upon follow up, the patient verified the fluid leak event and said there was no harm, intervention or adverse event. He received a new cycler and is doing treatments without any issues. The cycler is available to return for investigation.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak under the cycler and tubing lines after ending pd treatment. The patient reported receiving an air detected in cassette alarm during drain 3 of 4 and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Fluid was discovered in a puddle on the floor. In a review of treatment data it was discovered that there was also an overfill associated with cycle 3 during treatment. The overfill event was indicated due to drain 3 being 2821 ml, which is 157% of the 1800 ml fill volume. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler. A new cycler was issued. Upon follow up, the patient verified the fluid leak event and said there was no harm, intervention or adverse event. He received a new cycler and is doing treatments without any issues. The cycler is available to return for investigation.

Manufacturer narrative:
Additional information: d.9.,h.3. Plant investigation: the actual device was returned to the manufacturer. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump.there were visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. System air leak test passed. Valve actuation test passed. Teach pumps test passed. An (as-received) simulated treatment was performed and completed. The cycler weighed fill volume values were within tolerance for a liberty cycler. There were visual indications of dried fluid under the pump assembly and the bottom cover. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. The device history record did not reveal any issues or problems related to the reported symptom code(s).upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined.